Event description:
A 7fr pinnacle sheath was introduced inthe left common femoral artery and advanced over the aortoiliac bifurcation and placed in the right common femoral. A 190cm 0.014 cougar wire was advanced to the right popliteal. A lsf device was prepped appropriately and advanced through the sheath ot the right mid superfical femoral artery. The target treatment vessel was the right superficial femoral artery. It had a approximately 40% diffuse stenosis about 13 cm long. 7 cuts were made (4 cm each pass) and each time the operator had a difficult time getting the cutter to advance back into the housing. The device was then removed for cleaning. While out of the body, the cutter withdrew and advanced nicely. The lsf was again advanced to the right superficial femoral artery and 6 more cuts were taken. Again, the operator had difficulty advancing the cutter back into the housing. A modest amount of plaque was excised but there appeared to be 4 different dissection flaps inn the area that had been treated with the silverhawk. These dissections appeared to he located where the operator stopped each of the previous cuts and attempted to close the cutter. These areas wre then stented to resolved the dissections. The operator tried again, after the conclusion of the case, to operate the device outside of the body and it functioned nicely. Patient is doing fine.